Event description:
It was reported that after deployment of the multi-link 8 stent, the balloon did not deflate resulting in difficulty removing the stent delivery system balloon through the guiding catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - estimate. Implant date - estimate. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint handling database revealed no other incidents for deflation issues or difficulty removing from the guide catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received states the procedure was to treat an 90% stenosed lesion located in the left anterior descending artery. The stent delivery system balloon deflated successfully post-deployment of the stent; however, the balloon became stuck in the guiding catheter during removal. Both devices were removed together as a single unit. No additional information was provided.